Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension and tachycardia after an ablation with the balloon catheter. An echocardiogram was completed a pericardial effusion was discovered. The physician was unable to obtain the location of effusion and a pericardiocentesis was performed. The patient recovered and the procedure was aborted. No further patient complications have been reported as a result of this event.